Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the onetouch verio pro meter was giving inaccurate readings. The patient obtained the blood glucose reading of 301 mg/dl on the reported meter and a reading of 214 mg/dl on another manufacturer's meter within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention. As the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2011 the meter was tested and no faults were found. On (B)(4) 2011 the test strips were tested and the primary complaint was not confirmed. A secondary issue was noted: on performance testing with control solution an er4 was observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.